Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient and his wife fell asleep at home while the patient was on battery support. The patient's wife was awakened by the system controller alarming for battery power. The patient was reportedly unresponsive with one battery clip attached and no power sources engaged. Emergency medical services (ems) was called, and in the mean time the spouse was instructed by the hospital to connect patient to the power base unit and to exchange the batteries. The patient was taken to the emergency room (ER). While in the hospital, it was observed that the system controller had bent pins; the hospital suspected that the bent pins may have been as a result of the spouse's attempt to change power sources and not a device malfunction resulting to the reported event. Per the family's request, the patient's support was withdrawn due to significant cerebral injury and unresponsiveness. Additional information provided to the manufacturer indicates that the patient had been warned several times about letting the batteries drain too far.

Manufacturer narrative:
The manufacturer is attempting to acquire the devices in use on the patient at the time of the event for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.